Event description:
Patient admitted (B)(6) 2019 after c/o of lvad alarms starting in (B)(6) and becoming more consistent. On review of records pump stop alarms were noted on (B)(6). Upon admission it was noted that lvad alarms happened on grounded power cable. Patient transitioned to non-grounded power cord with alarms stopping. Lvad interrogation information sent to thoratec engineers. Short to shield noted. Thoratec engineers repaired driveline in ICU. Patient placed on grounded cable with no further alarms noted.

Event description:
Pt admitted (B)(6) 2019 with noted issues that lvad alarms were happening on a grounded power cable. Pt transitioned to non-grounded power cord at the time with alarms stopping. Engineers arrived, fixed cable, and no further alarms on grounded cable noted. Pt now admitted (B)(6) 2019 with positioned stop pump alarms and pump stopping when pt tries to stand or move. Controller exchanged without correction of issue. Pump emergently exchanged (B)(6) 2019 for power cord complication and lvad pump stoppage.